Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the stapler was used for the pulmonary vein, the device was able to fire, there was leakage. There was blood loss of 500cc or more due to the product problem. A fibrin sealant patch from competitor was used to stop the bleeding. The procedure was extended by one and a half hours.